Manufacturer narrative:
Complaint conclusion: as reported, hemostasis was not achieved following use of a 5f mynxgrip vascular closure device (vcd). Additional manual compression was performed and the procedure was then completed. There was no reported patient injury. The suitability of the femoral artery was verified on angiography or venography, including confirmation of the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. Vessel tortuosity at the puncture site was noted to be moderate, and there was also moderate calcium presence in the vicinity of the puncture site. The device was used during a diagnostic procedure with a retrograde approach. The physician was mynx certified. The lot number information could not be checked because the product package had been discarded. Other procedural details were requested but were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and due to the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant failure to achieve hemostasis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, patient-related events cannot be duplicated in the lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU), the safety and effectiveness of the mynxgrip has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are common procedural complications and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the events experienced by the customer. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, in step 3: remove device of the IFU, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
As reported, hemostasis was not achieved following use of a 5f mynxgrip vascular closure device (vcd). Additional manual compression was performed, and the procedure was then completed. There was no reported patient injury. The suitability of the femoral artery was verified on angiography or venography, including confirmation of the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. Vessel tortuosity at the puncture site was noted to be moderate, and there was also moderate calcium presence in the vicinity of the puncture site. The device was used during a diagnostic procedure with a retrograde approach. The physician was mynx certified. The lot number information could not be checked because the product package had been discarded. Other procedural details were requested but were not provided. A non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be closed, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. Additionally, the sealant was not returned for this evaluation, and neither was the advancer tube. The sealant sleeve was found fully retracted, while the balloon did not present any abnormal condition upon visual inspection. No additional anomalies were observed during this analysis. An attempt was made to perform an inflation/deflation functional test; however, the evaluation could not be completed because leakage was observed during the balloon inflation attempt. Additionally, a deployment simulation could not be performed, as the unit was returned without the sealant or advancer tube. A high-magnification microscopic evaluation was performed to assess the balloon surface. During this analysis, a puncture was observed on the balloon surface, which corresponded to the leakage identified during functional testing. The exact cause of the balloon puncture could not be determined based on the available evidence; however, this finding is consistent with cases in which such damage may result from handling, procedural, or other non-manufacturing-related factors. The reported event of ¿sealant-failure to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint and the device was fully deployed. However, an additional condition of ¿balloon-balloon loss of pressure was noted in the returned device due to the balloon puncture found. The exact cause of the issue experienced by the customer and the observed condition could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received). However, access site factors (site had moderate tortuosity and moderate calcium within the vicinity of the puncture site), pharmacological factors and/or handling factors of the device are possible. Regarding the puncture noted in the balloon of the returned device, if the issue occurred in the patient, the access site vessel characteristics and/or concomitant device factors most likely contributed to the balloon damage since this damage to the balloon is typically observed when it comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Additionally, if the balloon lost pressure during use in the patient, it is possible that this could affect the placement of the sealant at the arteriotomy. However, as this condition was not reported by the customer, it is unknown if this received condition occurred during use in the patient or due to manipulations after the procedure. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, it instructs, ¿while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ also stated in the IFU, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ the IFU instructs during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the issue experienced and failure noted could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, hemostasis was not achieved following use of a 5f mynxgrip vascular closure device (vcd). Additional manual compression was performed and the procedure was then completed. There was no reported patient injury. The suitability of the femoral artery was verified on angiography or venography, including confirmation of the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. Vessel tortuosity at the puncture site was noted to be moderate, and there was also moderate calcium presence in the vicinity of the puncture site. The device was used during a diagnostic procedure with a retrograde approach. The physician was mynx certified. The lot number information could not be checked because the product package had been discarded. Other procedural details were requested but were not provided. The device was not returned as previously expected for evaluation. Addendum: product analysis demonstrates the balloon presented leakage during the inflation attempt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved following use of a 5f mynxgrip vascular closure device (vcd). Additional manual compression was performed and the procedure was then completed. There was no reported patient injury. The suitability of the femoral artery was verified on angiography or venography, including confirmation of the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. Vessel tortuosity at the puncture site was noted to be moderate, and there was also moderate calcium presence in the vicinity of the puncture site. The device was used during a diagnostic procedure with a retrograde approach. The physician was mynx certified. The lot number information could not be checked because the product package had been discarded. Other procedural details were requested but were not provided. The device will be returned for evaluation.